Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
It was reported "membrane would not unwrap even with a manual inflation". Additional information states that the iab catheter was re moved and replaced. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "membrane would not unwrap even with a manual inflation". Additional information states that the iab catheter was re moved and replaced. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4)